Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a successful mechanical thrombectomy procedure for a clot located at the internal carotid artery terminus with the subject retriever and another manufacturer's device. Approximately 13 days post procedure, the patient developed asymptomatic cerebral hemorrhage in the treated area; however, it was reported to be non-serious therefore no medical treatment was performed. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. However, hemorrhage is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that the patient underwent a successful mechanical thrombectomy procedure for a clot located at the internal carotid artery terminus with the subject retriever and another manufacturers device. Approximately 13 days post procedure, the patient developed asymptomatic cerebral hemorrhage in the treated area; however, it was reported to be non-serious therefore no medical treatment was performed. No further information is available.